Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery with moderate calcification and no tortuosity. The 2.5x48mm xience skypoint stent delivery system (sds) was noted to have resistance with the guide extension catheter. The stent got stuck in the guide extension catheter and dislodged soon after being stuck. The guide extension was removed together with the dislodged stent inside it. Another xience skypoint was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.